Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown dose and concentration of morphine via an implantable pump. It was reported that since the pump was implanted, (B)(6) 2019, every 30 days the patient would have problems "like clockwork." The patient would notice a chemical smell which was also in the patient's mouth like they could taste chemicals. The patient would experience extreme pain where they would almost be "thrashing like I'm in withdrawal." The pain would be so bad the patient would hardly be able to walk. The patient went to the emergency room in (B)(6) of 2020 because the patient was going through "36 hours of straight hell." The patient reported they were thrashing and having convulsions because of the pain. The pain got bad to the point where "one night I told my daughter to go in the sock drawer and get the keys to the gun cabinet and leave." The patient stated they were not currently suicidal, but that is how bad the pain got at that point. The patient stated they have been dealing with pain for years. The patient was redirected to follow-up with their healthcare provider.